Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient experienced an improvement in his incontinence for an unspecified amount of time. Then the patient began experiencing recurring incontinence and was implanted with an artificial urinary sphincter (aus) device.